Event description:
The customer reported via phone call that she had moisture damage and a keypad anomaly on the insulin pump. When the customer took the battery out and put it back in, she received a battery out limit alarm. Customer stated that she cannot clear the alarm. Customer's blood glucose was 219 mg/dl. Customer stated that the pump alarmed after a battery change. Customer reported that she was dancing and sweating. Customer stated that the pump was in her bra. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. However, the pump passed the displacement, operating currents, off no power and self tests. No battery out limit alarms were noted. No moisture damage found inside the pump. The pump was received with minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube lip, and a cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.